Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, hematoma.

Event description:
Healthcare professional reported "exchange with textured recall implants". Later, healthcare professional reported "distortion of breast" and "small hematoma and there that formed seroma fluid". This record is for the left side. Device was explanted.